Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level was 535 mg/dl. Elevated blood glucose was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.